Manufacturer narrative:
The customer replaced the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba (2nd generation) and pcba, data acquisition (da) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut down while in patient use it was observed that it was getting a check vent: ovp circuit failed 35v failure message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Verified data acquisition (da) to motor controller (mc) cable connections. Unit turns on and operates in ventilation mode as expected at this time. The customer is going to replace the da to mc cable and the da printed circuit board assembly (pcba). The rse discussed replacement per the manual, customer states he is going to complete full successful preventative maintenance (pm) performance verification test (pvt) after parts replacement before placing back into service. The rse provided parts ID for the cable, da pcba to mc pcba (2nd generation) and pcba, data acquisition (da). The investigation is ongoing.